Event description:
It was reported that the procedure was to treat a myocardial infarction patient. The target lesion was in the left anterior descending (lad) artery. During the procedure, a spontaneous rupture of the septal branch occurred. There was no device in the septal branch. Pericardiocentesis was performed. The 3.0 x 19 mm graftmaster stent delivery system (sds) was then advanced for treatment, but could not cross to the perforation due to the anatomy. Dilatation was performed and the sds then crossed successfully. The stent was implanted; however, the perforation continued to leak. The 3.5 x 19 mm graftmaster sds was advanced, and the stent was implanted, sealing the perforation successfully. Five hours post-procedure, the patient died in ICU. The cause of death was noted to be a second atrial fibrillation, possibly due to an additional spontaneous rupture. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances or exceptions that would have caused or contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The reported perforation and death are listed in the jostent graftmaster instructions for use (IFU), as a potential adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The 3.0 x 19 mm graftmaster referenced is being filed under a separate medwatch report.